Manufacturer narrative:
Batch review performed on 17 may 2022: lot 1903719: (B)(4) items manufactured and released on 19-jul-2019. Expiration date: 2024-jul-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain and tightness due to built-up scar tissue and the cause of the built up scar tissue is unknown. About 1 year and 1 month after the primary surgery, the surgeon revised the liner (from 17mm to 14mm) and the surgery was completed successfully.